Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 447 mg/dl. The customer tried to correct her high blood glucose level with a bolus. While troubleshooting a no delivery and check settings alarms were found in the alarm history. When she removed the infusion set, she found a bent cannula. The product was not returned. Nothing further to report.